Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's belt clip broke causing infusion set to tagle and kink which causes high blood glucose. Customer's blood glucose was 400 mg/dl. Leather case would be sent per customer's request. Caller declined troubleshooting for high blood glucose.